Event description:
Patient reports one pump (sn: (B)(4)) seems to be more sensitive than the other pump and alarms frequently. It seems as though the pump is not making a good connection to cassette. Advised we would send a replacement pump; reported by patient. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.